Manufacturer narrative:
A2: age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for the analysis. Visual and microscopic inspection revealed the distal section was bent. No issues could be observed that can be related to the reported issue.

Event description:
It was reported that device fracture occurred. During the unpacking of 185cm pt2 guidewire, it was observed that the wire split up but did not break off. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable post-procedure.

Manufacturer narrative:
A2: age at time of event: 18 years or older.

Event description:
It was reported that device fracture occurred. During the unpacking of 185cm pt2 guidewire, it was observed that the wire split up but did not break off. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable post-procedure.